Event description:
It was reported that the day after being implanted with a spinal cord stimulator (scs), the patient was hospitalized due to a suspected stroke. It is unknown if any medical intervention was provided. The physician does not believe the suspected stroke was device or procedure related; however, the cause is unknown. The patient was discharged and doing well with no known long-term effects.